Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a ¿high¿ blood glucose (bg) level. A specific bg value was not provided. Reportedly, there was not an active continuous glucose monitor session started on the pump. Tandem technical support performed a pump system check and determined the pump functioned as intended. A manual insulin injection was administered to address bg level.